Event description:
Philips received a complaint by the customer on the v60 indicating that touchscreen calibration failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that touchscreen calibration failed. The unit was sent to the repair center. At the repair center, the reported issue could not be duplicated. The touchscreen was replaced as preventative maintenance. The reported issue could not be duplicated. The touchscreen was replaced as preventative maintenance. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.